Event description:
The customer reported that the system displayed a communication failure error message that required a system reboot to clear. The error message was causing the system to lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane and generator interface board were replaced and the system software was reloaded. The system was then found to be operating as intended.